Event description:
It has been reported that the AED did not pass self-diagnostic check.

Manufacturer narrative:
(B)(4). Product evaluation pending, issue is being reported as alert could not be cleared by operator. See scanned page.